Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated upon sensor insertion, they started bleeding. The bleeding continued for a half hour. Pressure was applied, and the patient went by ambulance to the emergency room (ER). No details of the ER treatment were provided. She reported that she had experienced the same thing with her insulin pump insertion. No additional patient or event information is available.